Event description:
Healthcare professional reported a right-side capsular contracture, baker grades IV, "rash, itching, bubble and ringworm". The events of "rash, itching, bubble" and "ringworm" are not device related. Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-53312. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.